Event description:
Low blood glucose level with loss of consciousness (hypoglycaemic coma) case description: a family member reported that pt who was introduced to an induo dose (insulin delivery device) and novolog penfill 3 ml (insulin aspart) in august 2002 for treatment of type 2 diabetes, developed low blood glucose with loss of consciousness and expired in 2002. In 2002 the pt's second family member found pt passed out on the floor (time of day unknown). The second family member tested blood glucose level and it was 30 mg/dl. It is unknown if the pt had eaten their breakfast meal or taken their dosage of insulin prior to the event. The second family member contacted emergency medical services (ems) and gave the pt a dose of glucagon intramuscularly (dose unknown), after which no blood glucose measurement was made. Ems arrived and began resuscitating the pt, although it is not known if pt was in cardiac or respiratory arrest. The pt was transported to a local hospital for further treatment and was pronounced dead at 12:50 in the emergency room. No autopsy was performed. The cause of death is listed on the death certificate as congestive heart failure due to complications of diabetes mellitus and renal failure. The first family member reported that the doser pt was using prior to the event was either dispensing too much or not enough insulin. From time to time the pt's blood glucose levels would fluctuate between 40 to 600 mg/dl. First family member could not recall if pt performed a function check on the doser, however, pt did rotate pt's injection sites and change pt's needle with each injection. The first family member stated that pt was a brittle diabetic, very depressed, and received renal dialysis therapy three times a week. Comment: this pt was at risk of sudden death due to renal failure, diabetes ii, depression and age. The death certificate stated cause of death as congestive heart failure due to complications of diabetes mellitus and renal failure.